Manufacturer narrative:
The referenced scope was returned to olympus for evaluation. A visual inspection was performed on the scope and found the bending section cover glue (insertion tube side) at the distal end of the scope was missing. Upon further investigation, the bending section cover and bending section cover glue at the distal were both noted to be non-olympus repair/parts. Additionally, the insertion tube is also a non-olympus repair/part. Furthermore, there was evidence of foreign material on the distal tip of the scope. Based on the device evaluation findings, the cause of the reported event could be attributed to improper maintenance of the device. The instruction manual states, ¿this instrument does not contain any user-serviceable parts. Do not disassemble, modify or attempt to repair it; patient or operator injury and/or equipment damage can result. This instrument is to be repaired by olympus technicians only.¿ in addition, the reprocessing manual states, ¿all channels of the endoscope, including the elevator wire channel and all accessories used with the endoscope during the patient procedure, such as all valves, must be cleaned and high-level disinfected or sterilized after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient cleaning and disinfection or sterilization of these components may pose an infection control risk to patients and/or operators.¿

Event description:
Olympus was informed that at the beginning of a lung lobectomy with cardiac procedure, the anesthesiologist noticed a rubber piece at the distal end of the scope come off and fall into the patients airway. An ent was brought in and performed a direct laryngoscopy and foreign body removal to retrieve the rubber piece which delayed team by less than fifteen minutes. A new scope was used on the patient and completed the procedure with no incidents. The patient did not require a longer stay. No patient injury was reported.